Event description:
Attempt was made to remove foley catheter. The balloon would not deflate. Physician cut catheter to deflate the balloon. The balloon would not deflate. The physician pulled out catheter with balloon intact and inflated. Pt stated a minor discomfort.